Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patient originally came to surgeon with an unstable reverse shoulder done by a surgeon at (B)(6) hospital in (B)(6). He revised the shoulder and swapped out a 32mm head to a 40mm head. Unfortunately, that did not solve the instability issue. So, he revised the patient to a 44 head in hopes that will stabilize the patients shoulder.

Manufacturer narrative:
The reason for this revision surgery was reported as instability. The actual length of in-vivo for the items listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. The revised items were not returned for examination and the lot numbers were not provided. To adequately investigate this event, the lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. The root cause of this complaint was a revision surgery due to instability. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. This complaint will be closed pending receipt of additional information.